Event description:
It was reported that the pacemaker system was explanted due to an unknown issue. No new system was implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the pacemaker system was explanted due to infection.

Manufacturer narrative:
Section b1 - 'malfunction' should no longer be selected. The reported event was infection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event: visual inspection of the lead found external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal and distal region. The cause of external insulation abrasions consistent with friction to the device can and friction to another device or feature of the heart. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.